Event description:
It was reported that during an unk surgery, a piece of the device broke off. The operation was successful. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/30/2008. Universal seal. Evaluation summary: the analysis results for the mcl20 instrument (a) confirmed that it was returned non-functional. The device was noted to have the hoop spring misassembled not allowing the remaining clips to advance. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results for the mcl20 instrument (b) confirmed that it was returned non-functional. The device was noted to have the hoop spring misassembled not allowing the remaining clips to advance. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.